Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 29 occurred during the load process. Customer's blood glucose was 97 mg/dl. Reportedly, the cartridge was changed to address the event and insulin delivery was resumed.